Event description:
Distal end broke off while surgeon was reaming femoral canal. The drill bit retained in the right femur. The staff stated it was not close to any nerves or arteries and was safely in the canal. Staff tagged the broken instrument and then proceeded with the case as planned.

Manufacturer narrative:
Device history record review: the review of the device history record incl. Raw material, in-process and final inspection showed no deviations. All product features corresponded with the valid specifications of the waldemar link (B)(4) at the time period, when the item was produced. User guide and surgical technique review: both the user guide and the surgical technique correspond with the state of the art. The user was contacted to receive more information and investigation material e.g. X-ray images, surgery report, complaint sample. More information will be provided after the evaluation is completed. (B)(4).